Event description:
It was reported that this right ventricular (rv) lead was repositioned three times due to sensing issues and low amplitude. The lead final position had good injury. The lead remains in service. No additional adverse patient effects were reported.